Manufacturer narrative:
Lot review: a two year review showed one other complaint for this facility.

Event description:
Complaint received regarding one 20130-01, spinning spiros, lot# is unknown. Report states: spiros disconnected from carefusion tubing. Unprotected chemo exposure reported. No adverse patient consequences reported.